Event description:
During the index procedure one endeavor sprint drug-eluting stent was implanted to treat a lesion located in rca. It is reported that approximately 59 months post index procedure, the patient suffered a stroke. Investigator indicated that the event was not related to the study device. It is reported that the patient recovered and was discharged.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).